Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
It was reported that a patient presented with non-sustained rv oversensing and undersensed vt/vf episodes via merlin.net transmission. The patient went into vt, but the rhythm fell into the monitoring zone. Secure sense switched to passive due to undersensing on discrimination channel. The arrhythmia accelerated to the vf zone and the rhythm was converted by therapy. The patient went back into vf and the device triggered multiple nsrvo episodes and a vf episode, which resulted in some therapy. Undersensing was seen in most episodes due to small amplitude. The patient passed away. No further information is available.